Event description:
It was reported that the catheter inserted into patient's left femoral vein without difficulty. The catheter was aspirated using a 10ml syringe with ni complications. Patient attached to haemofiltration machine, when blood was returning to the patient on the venous/return/blue side of catheter it was observed to be leaking. On closer inspection it was observed that a small hole was on the venous side extension tubing. Patient suffered no ill effects.

Event description:
It was reported that the catheter inserted into patient's left femoral vein without difficulty. The catheter was aspirated using a 10ml xyringe with no complications. Patient attached to haemofiltration machine, when blood was returning to the patient on the venous/return/blue side of catheter it was observed to be leaking. On closer inspection it was observed that a small hole was on the venous side extension tubing. Patient suffered no ill effects.